Event description:
Results maybe indicate device malfunction. The patient experienced a fall from his bicycle, resulting in trauma to the implanted side. Second measurements will be performed after two weeks.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.